Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the sensor failed on the dexcom application, however the sensor failure did not appear on the tandem pump. Customer referred to dexcom for troubleshooting, and advised to call tandem customer technical support should the issue continue. There was no reported impact to the customer's blood glucose level.